Manufacturer narrative:
A follow up report will be submitted upon completion of this investigation.

Event description:
It was reported that the spo2 and ECG parameter values displayed at the m540 patient monitor are different than what is displayed at the infinity central station (ics). For example, the spo2 value displayed on the m540 was 95%, while at the ics, the value displayed was 69%. No adverse patient impact was reported.

Manufacturer narrative:
After review of the provided screenshot from the ics, it was found that the screen displayed a hr of (***), a spo2 of 69% and a nibp of 127/59 mmhg from the corresponding iacs bedside. However, there was no timestamp of this image from the ics. As a result, no data mismatch could be verified from these 2 images. After review of the ics logs, no unusual activity during the event was found that would potentially lead to mismatched data between the iacs and bedside. A network capture while the issue is occurring was requested to see if there are any issues with the network. Additional information was provided however stating that this issue was no longer occurring. There was no evidence to support a device malfunction occurred.

Event description:
It was reported that the spo2 and ECG parameter values displayed at the m540 patient monitor are different than what is displayed at the infinity central station (ics). For example, the spo2 value displayed on the m540 was 95%, while at the ics, the value displayed was 69%. No adverse patient impact was reported.